Event description:
The patient's spouse found pt on the floor unconscious. Spouse set pt in a chair and called 911. Upon arrival the emt's used their own meter to check pt's blood glucose three times. The result reported from the emt's was 48mg/dl. At the same time pt's suspect device was used. The suspect device result was 277mg/dl. Pt was given a glucose IV. The patient stated that prior to the incident, the suspect device was reading high. A l1 and l2 glucose control were run on the suspect device and both controls were in range. L1=72 (50-80) and l2=369 (292-394). The suspect device was authorized for return to the manufacturer and a replacement system was sent to the patient.